Event description:
This issue was identified as MDR, but not mdv/hc due to spi bus failure noted during drpt review. The spi bus is an internal communication link between the cpu and the gds. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. This will result in a vent inop condition. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to check all the cables and reseat them and if the problem don't go away, he may need to replaced the data acquisition board. The biomedical engineer reported the cable was reseated and the reported problem did not recur. The unit is now back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Cable reseated.